Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
A 26mm sapien 3 valve was successfully implanted in the aortic position without complications and no pvl was observed. The valve was deployed in a 60:40 aortic/ventricular (a/v) position on the ncc and 80:20 a/v position on the lcc. The patient acutely decompensated while still hospitalized. Twelve days post procedure echo showed severe paravalvular leak (pvl). The patient was brought back to the cath lab and post dilation of the valve occurred with a 26mm s3 delivery system with an additional 2cc of inflation volume. The pvl was reduced to moderate. The location of the leak was unknown, ¿possibly a skirt leak¿. A second 26mm sapien 3 valve was prepped and placed 10% higher than the first valve. The pvl remained moderate. The patient¿s native annulus was 526mm2, the native annulus was mildly calcified, the native leaflets were severely calcified, and the aortic root had no calcification. No bav was performed. There was no allegation of a device malfunction.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician proctor. 3mensio, pre-op CT, procedural echo, procedural cine, follow-up echo ((B)(6) 2018), valve-in-valve (viv) tavr cine were provided for review. Procedural cine (first 26mm s3): only one (1) cine image was provided which shows the native aortic valve. No images of the tavr or post tavr pvl reported. Viv echo dated (B)(6) 2018: poor quality images. Severe pvl seen. No images of stent/skirt provided. Viv cine dated (B)(6) 2018: heavily calcified aortic annulus, calcified left anterior descending and circumflex coronary arteries, mitral annular calcification (mac). No image provided of first 26mm valve function (pvl). Bav of first s3 performed twice. Angio post bav does not show any pvl of first s3. Last image provided shows post viv with no contrast to evaluate for pvl. Impression: no cine or echo images were provided of the initial tavr to confirm there was ¿no pvl.¿. Viv procedural cine does not show severe pvl of the first valve. Bav was performed twice on first 26mm s3. Post bav, angio shows no pvl in 2 different views. Echo of the viv tavr does confirm the reported pvl of the first valve prior to viv, however no images provided to confirm the reported ¿possible skirt leak¿. The native aortic annulus is heavily calcified. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the device was not returned, as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl could not be confirmed. Investigation results suggests that the patient¿s heavily calcified native aortic annulus and leaflets are likely contributing factors for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.